Event description:
Customer reported receiving erratic readings on their blood glucose meter within 10 minutes. Results of 501 mg/dl, 501mg/dl, and 147 mg/dl and 19 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the meter. Note: the manufacture date for meter is unknown.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 44038 was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory on the day of the reported event.